Event description:
It was reported that during preparation for pulse field ablation (pfa) procedure a farawave 2.0 nav cath 31mm was selected for use, device was flushed and prepped with wire and a test deployment was performed. When fluid was attached to the flush port, there was a leak observed. A new tubing was tried with the leak still present. Upon closer inspection of the catheter, a crack was noticed in the flush port attached to the catheter. The catheter was removed from the sterile field, and a new catheter was used for the procedure. No patient complications were reported. Device was received for analysis and investigation is still in progress. It was further reported that no air was observed in the sheath. The crack in the flush port was visible. The catheter was not inserted into the patient. The leak was evident prior to that time and the catheter was replaced. No air was inserted into the sheath or patient.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for pulse field ablation (pfa) procedure a farawave nav catheter 31mm was selected for use, device was flushed and prepped with wire and a test deployment was performed. When fluid was attached to the flush port, there was a leak observed. A new tubing was tried with the leak still present. Upon closer inspection of the catheter, a crack was noticed in the flush port attached to the catheter. The catheter was removed from the sterile field, and a new catheter was used for the procedure. No patient complications were reported. Device was received for analysis and investigation is still in progress.